Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac defibrillator (ICD) exhibited post-paced t wave oversensing. There was no intervention. The patient was stable.

Event description:
New information received notes that a programming changes were performed to resolve the post-paced t-wave oversensing. It was reported that the patient had symptoms of fatigue. Programming changes were performed to resolve this issue. The patient condition was stable.